Manufacturer narrative:
Medwatch report filed for lp6, serial number 10815 on 3/14/97. MFR received medwatch report from healthcare facility on 2/24/97 for lp6, serial number 10185. MFR contacted service center on 3/31/97 to determine if these were same events. On 4/23/97 service center informed MFR these were same incident not two separate incidents and tha correct serial number is 10815. MFR filed medwatch number 2183157199700092 on 3/26/97 again for this event. This number should be deleted as it is a duplicate report.

Event description:
Report of alleged "stop cycle, with audible low pressure alarm. No pt harm".